Event description:
Reporter indicated that the pt programmed settings were different than intended. The pt output current was set at 0.0 milliamps. Reporter stated that the last time, the pt had been seen, the device had not been interrogated or programmed, and that at the office visit prior to that, the settings were correct. Attempts to have all applicable programming history downloaded and returned to the manufacturer for analysis, have been unsuccessful to date, thus the cause for the reported event cannot be determined.